Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient showed bruising at the pocket site during a follow-up visit, the pocket was opened and it was found pus. The pacemaker was externalized and remained in service as part of a temporary pacing support, since the patient is dependent with congestive heart failure. The pacemaker was later explanted due to infection with sepsis. The patient is being treated with intravenous antibiotics. No additional adverse patient effects were reported.